Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up where CT showed a potential type ia endoleak. The physician elected to re-intervene by placing a medtronic cuff inside the ovation main body. The cuff was placed above the right renal and at the conclusion of the procedure, it was noted that the renal had very slow flow and was completely covered. A review of the CT 5 days post re-intervention shows that the type ia endoleak was actually a type ii endoleak. The type ii endoleak is still present following the re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, there was no evidence of harms related to an endologix product for this reported event. The type ii endoleak, and cautionary product use condition, patent lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. Additionally, there was an unintentional user error of the unrecognized type ii endoleak. During the secondary intervention for what was believed to be a type ia endoleak, a non-endologix stent was unintentionally malpositioned and covered the right renal artery. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)